Event description:
Healthcare professional reports a case of alcl and right chest wall mass via voluntary mw (B)(4). Healthcare professional reports the pt was implanted (B)(6) 1994 for a bilateral augmentation. The pt presented to the office on (B)(6) 2011 with right breast enlargement and chest mall mass. A biopsy of mass was carried out. There was no capsular contracture noted at the time of the biopsy. The diagnosis of alcl was made. The pt returned for explanation of the device on (B)(6) 2011. It was at this time seroma was encountered. The seroma was sent for cytological eval. A pet scan was also carried out which revealed an abdominal wall mass and two axillary nodes. The pt has begun chop therapy as of (B)(6) 2011.

Manufacturer narrative:
Medwatch submitted on (B)(6) 2011. Device labeling addresses the reported event of seroma as follows: the (B)(6) study: 3 year and 5 year cumulative first occurrence (B)(4) adverse event rates (95% confidence interval), by pt: seroma 2.6% through 3 years, 2.6% through 5 years. "If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." (Allergan saline breast implant labeling). Device labeling: there were no reported events of lymphoma/alcl for pts in the (B)(6) study included in the labeling for saline breast implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).